Event description:
This event was reported as endocarditis, thrombosis, emboli, sepsis and fever. No further info provided.

Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed extensive vegetative material encapsulating each cusp which resulted in stenosis of the effective orifice area of the valve. X-ray analysis revealed minor foci of calcification within the aortic wall and belly of each cusp. Stent distortion was noted and appeared artifictual of explant. The primary cause for dysfunction of this valve was determined to be due to endocarditis caused by streptococcus viradans, as noted clinically. H6: 86=x-ray analysis.